Event description:
(B)(4). It was reported that post a stenting treatment procedure, cardiac chest pain occurred. In (B)(6) 2008, was diagnosed with stable angina and cardiac catheterization was recommended. The 90% stenosed, 22 x 3.00mm target lesion was located in the proximal left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent, with 0% residual stenosis. In addition, a non-target, 90% stenosed lesion located in the ramus was treated with balloon angioplasty. The next day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with chest pain and was hospitalized. No interventions were performed. The same day the event was considered resolved with residual effects.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).